Manufacturer narrative:
The events were observed between (B)(6) 2019. The lot was manufactured between march 29, 2019 to march 31, 2019. Three (3) device were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed spike port cap leakage at the base of the spike port tubing of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.